Event description:
Additional information was received that the suspect serial cable was lost and is no longer available for return and analysis.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the manufacturer's sales representative was unable to program his demonstration generator with his programming system. He received an 34 error in establishing communication 34 message. Troubleshooting was performed by using another programming wand which successfully programmed the demo generator. The wand 39 s 9v battery was checked and was seen to be fully charged. There was no obvious damage to the usb to db9 serial adapter cable. The adapter cable and wand were tested on another tablet, and the same 34 error in establishing communication 34 message appeared. A new programming wand was sent to the sales representative and the error continued. Thus, a new adapter cable was sent to the sales representative which reportedly resolved the issue. The suspect adapter cable has not be received by the manufacturer to date.